Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 31, 2020 - february 03, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection was performed on two units which revealed that the bladder had been ruptured. The tubing was observed to be securely intact to the distal luer lock. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition of broken tubing was not verified; however, ruptured bladder was verified. The cause of the ruptured bladder could not be determined; however, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the tube of a ce intermate sv (small volume) 100 ml broke off close to the connection to the luer lock. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.